Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulation was too strong and patient could feel it in their vagina to butt. Patient noted that turning down stimulation did not help, further stating that the pain went away when they turned the ins off, so they had turned it off. No reported trauma/falls could be related to the issue. Patient reported that their bladder was hurting. No further patient complications were reported as a result of this event. Additional information received from patient as they mentioned that due to being not able to urinate as the device was not working, they would had to try other settings which would then cause pain and would have to turn on the lowest setting. The doctor had turned the device off. They finally got to see assistant, which was when device was turned off and due to complication on application was made for removal.